Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 5 months. The pump was not returned for evaluation. A correlation between the device and the reported event could not be determined. Infection, sepsis, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2016 due to sepsis and mycosis, which could not be controlled. Reportedly, the patient also experienced an intracranial bleed. It was reported that the patient's outcome was not device or therapy related. No further information was provided.